Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-15281. It was reported the patient had their leads explanted and replaced due to lead migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information receive indicates that the x-ray was confirmed via x-ray. Effective therapy was established post-operatively.